Event description:
It was reported that during a starr procedure, instrument cut completely, but did not staple completely - dorsal side no staple forming. No further info is available. Overstitched by hand to finish the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4).. Date sent: 02/22/2010. Breakaway washer cut off center. Eval summary - the analysis results found that the device arrived in good visual, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional info. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.